Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Date of manufacture is known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history record (DHR) review: part: 03.617.902; lot: l614195; manufacturing site: hägendorf; release to warehouse date: 22.november 2017. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: investigation summary: investigation selection. Investigation site: haegendorf. Selected flow: 5. Broken. Summary of the manufacturing evaluation. Visual inspection: the tip of the 03.617.902 scrdriver shaft t8 self-holding scrdriver has a clean and straight fracture and is additionally twisted. Torx driver (t8 deep per es0182) the screwdriver had not been used often, it looks like new and little used as far as this can be judged by a visual inspection. Functional test: following functional test has been executed as defined on inspection sheet. This test has been executed during production of lot l614195 as documented at DHR 15842631 of scrdriver shaft t8 03.617.902. Per inspection sheet: - functional test self-retaining, gage article number 60027864, calibration ID: 11943-h - penetration depth n, gage article number 60063653, calibration ID: 12255-h the complaint issue can be replicated by the functional gages. In the current state scrdriver shaft t8. 03.617.902 cannot get used for tightening or loosening of screws. Drawing/specification review: relevant design drawing of screwdriver shaft t8, component 60021161. The manufactured and current revisions of the drawings were reviewed, and no relevant design changes were identified. Dimensional inspection: the manufactured and current revisions of the drawings were reviewed, and no relevant design changes were identified. About the twisted/deformed tip of 03.617.902 scrdriver shaft t8 self-hold the functional tests¿self-retaining¿ and ¿penetration depth n¿ cannot get tested anymore. The historical data as documented at inspection sheet at DHR 15842631 of production lot l614195 are showing that the screwdriver tip was fully functional when tested at final inspection. Material or hardness review: the 03.617.902 scrdriver shaft t8 self-hold has been treated in accordance to specification of 485 - 545 hv10 as defined on product drawing. The actual value of 527 hv10 has been measured by the hardness measuring equipment with gage number 12588_h. According to the test result the correct raw-material has been used for production lot l614195 and the heat treatment was done according specification. Conclusion: the hardness test and the tested shaft diameter shows that the defined values for the strength of the screwdriver tip have been maintained and are not a reason for the broken and twisting of the torx driver. It can be assumed that mechanical overload during operation has led to fracture and deformation. The clean break edge is also an indication of useing too much force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver shaft self-hold broke during an anterior cervical discectomy and fusion (acdf) at c5-6, 6-7, on (B)(6) 2018. During the surgery, the surgeon used a screwdriver shaft self-hold and exerted too much strength waiting for the torque to click but instead the tip of the screwdriver broke. The broken tip was flush with the screw head, which made it impossible to grab and retrieve. The broken tip was left in the screw head implanted in the patient. Another screwdriver was readily available and was used to complete the procedure. The patient had no issue after the surgery. There was no surgical delay. There was no adverse effect to the patient. Concomitant device reported: screw (part number unknown, lot number unknown, quantity 1) . This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).